Event description:
It was reported that the jaws of the endowrist prograsp instrument would not open properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and the instrument moved intuitively with full range of motion. The grips opened and closed properly. Engineering also observed the distal end of the main tube to have two narrow sections, located roughly 180 degrees apart, with material removed. The tube surface feels rough in the damaged areas. Damage may possibly be caused by a defective cannula. No another damage found. The site has been requested to return all cannulae. If one or more cannulae are found to be defective in a way that would contribute to the removal of material from an instrument, additional reports will be submitted.